Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to <1. On (B)(6) 2021, it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported slda could not be determined. The reported patient effect of reported mr was a cascading event of reported slda. However, mr, as listed in the mitraclip system instructions for use (IFU), is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.